Event description:
Customer stated he was hospitalized for low blood glucose and has been experiencing really bad highs. Customer's blood glucose was 600 mg/dl. The drive support cap was normal. Customer was disconnected at quick release. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. High pressure test was performed and insulin did exit. Customer was advised to do a completed set and informed the device was working and designed. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.